Event description:
This pt underwent a right total knee arthroplasty in 1992. He also had a disassociated patellar component and the patella was removed. He has had persistent and progressive pain and swelling to his right knee. This pt was admitted to the hospital for revision of the right total knee arthroplasty. Intraoperatively the synovium was found to fibrous with scattered brownish and some mild amounts of debris in the synovium. The femoral component was found to be loose. All components were removed and replaced. Intraoperative cultures were obtained and were found to be negative for organism growth. Pathological report indicated joint scarring and calcification.